Event description:
It was reported that cartridge alarms occurred during insulin delivery and the load sequence. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual correction injection. Customer reverted to an alternate method of insulin therapy.